Event description:
A representative of health (B)(6) reported that defects in the material of an intraocular lens (iol) implant created glistenings or refractive anomalies in the matrix of the lens. These anomalies created disability glare effects for the patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause attempts to gather additional information have been unsuccessful. (B)(4).